Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following hardware components were replaced: ratio pump assembly, sodium electrodes, chloride electrode, carbon bridge, sample shear valve and preamp printed circuit board. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low sodium (na) patient results were generated on the unicel dxc 800 pro synchron system. The electrolytes calibration and qc were drifting low after 3-4 hours. The erroneous low sodium results were reported outside of the lab and corrected reports were sent. There was no change in patient treatment in association with this event.